Manufacturer narrative:
Additional information: similar product to 190-000. Investigation summary: testing was performed in duplicate at abbott diagnostics (B)(4), inc. On retained kit lot 1063244 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1063244 and test base part number 190-430 / lot 1063244. The lot met the required release specifications. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices distributed is (B)(4). The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices distributed is (B)(4) based on the evidence available, this device lot is performing as expected. In conclusion, the retention testing yielded expected results when testing internal qc samples. The manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.

Event description:
The customer reported conflicting results when testing a nasal swab sample on the ID now covid-19 assay on (B)(6) 2022. The patient's first sample generated a positive result. Due to the positive result, the patient was immediately retested on the same ID now covid-10 assay using a newly collected nasal sample which generated a negative result. The patient was reported to be symptomatic. No further information was provided regarding health status and outcome.